Manufacturer narrative:
Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, occlusion, thrombosis, unable to remove, tilt, depression. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to post transjugular liver biopsy. Patient is alleging device tilt, vena cava perforation and device is unable to be removed. Patient notes and further alleges "in 2015, device became clogged and caused a solid blood clot form[sic] ankle to device; 2 days in a row of a angioplasty and major IV [intravenous] drugs to clear" and depression. Per the (B)(6) 2013 transjugular ivc filter placement: "impression: uncomplicated placement of infrarenal retrievable ivc filter..". Per the (B)(6) 2018 CT (computed tomography) of the abdomen: " filter tilt: the filter tip is tilted right lateral slightly at 3 degrees. The filter tip is tilted prominently posteriorly and touches the posterior wall with the tilt angle being 14 degrees. Ivc filter position: the filter tip is positioned about 3 mm below the inferior wall of the right renal vein and closer to 5 mm below the inferior wall of the left renal vein. The lowest renal vein is the right renal vein. Filter perforation: there is perforation of multiple struts. There is a filter strut perforation at the 10:00 position with the tip separated from the ivc wall by 4 mm. This abuts a mesenteric branch vessel. There is another filter strut immediately adjacent closer to the 11:00 position which is perforated and is separated from the wall by 6 mm and abuts the same mesenteric vessel. At the 12:00 position there is a filter strut perforation separated from the wall of the ivc by 5 mm and abuts the posterior wall of the duodenum, third portion. There is a filter strut perforation at the 1:00 position and separated from the ivc wall by 5 mm and this abuts the posterior wall of the duodenum around the unction of the third and fourth portions. Filter strut perforation is shown at the 2:00 position and separated from the ivc wall by 1 mm and abuts the right lateral wall of the abdominal aorta. Filter strut perforation at the 4:00 position separated from the ivc wall by no more than 1 mm and abuts the posterior right lateral wall of the abdominal aorta. Filter strut perforation is seen at the 5:00 position separated by 3 mm from the ivc wall and abuts the small lumbar vessel. Filter strut perforation at the 7:00 position and separated by a millimeter or less from the ivc wall and abuts a small lumbar vessel...there is no filter strut fracture or bending identified...there is no ivc stenosis identified".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.